Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate an unspecified number of tubes exhibited poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The visual evaluation of the photo confirmed the customer¿s failure mode - poor barrier separation. The retained samples could not be inspected because the lot number is unknown. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate an unspecified number of tubes exhibited poor barrier separation. There was no health impact or consequences reported.